Event description:
A malfunction alarm was reported involving the customer's device, identified by the malfunction code malf 0. There was no adverse impact to the customer's blood glucose level as a result of this issue. Technical support assisted the customer with resetting the pump and provided instructions to call back if the malfunction recurred. The customer acknowledged and understood the guidance and continued using the pump without further issues.